Event description:
The distributor reported that during an ablation procedure using a covidien e7506 pt return electrode, a boston scientific generator had an e02 error message related to high impedance. The physician could not perform the biopsy and ablation of shinbone tumor and the procedure could not be completed. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The incident device is not available for evaluation. The e7506 instructions for use warns that non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the pt. Use of more than one return electrode may help mitigate the increased risk.